Manufacturer narrative:
One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows no ts or suture remains on the needle. The suture construct was returned. Examination of the t/suture construct showed t1 is bent, likely caused when pulled out of the patients meniscus. The insertion needle is twisted and is bent. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Reported complaint of t2 not being able to deploy cannot be confirmed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the t2 implant failed to deploy from the fast-fix 360 curved device. T1 was implanted and removed successfully. A backup fast-fix 360 was used to complete the procedure. A ten minute delay was noted as a result. No patient injury was reported.